Event description:
It was reported that pump housing and usb port pins on t:slim x2 became damaged from normal wear and tear, which affected ability to charge but did not cause pump to shut down. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump as backup while technical support arranged a warranty replacement, confirmed shipping details, instructed customer to place damaged pump into storage mode and return it with a prepaid label within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.